Event description:
When alcon in use by surgeon during right eye vitrectomy and retinal reattachment, the 25-gauge soft tip clear plastic end that goes through the metal shaft/cannula was noted to be broken. The surgeon verified that it was not in the patient's eye. The surgeon requested another alcon and the procedure was completed with no untoward patient effects.